Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's screen had scratches affecting the ability to read the screen and also the buttons were less responsive and harder to press. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the back light was dimmed, there was pealing in the front of the buttons, cracking on the sides, top, and front of the insulin pump, random no delivery alarms, and diminished battery life. The insulin pump will not be returned for analysis.